Event description:
Ous MDR - after an implantation period of about 33 months, oversensing was reported. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
For 6/22/2015 - a corrected implant date was provided to us. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual inspection of the lead demonstrated a damaged insulation at approx. 36 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. In that section the insulation body and the coating of the conductor cables to the ring electrode and to the rv shock coil was found damaged. These findings can be considered as the root cause for the observed noise mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.